Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision was not healing well and was suspected of a possible infection. The physician believed that healing impairment was not device or procedure related. The patient underwent a spinal cord stimulator revision procedure wherein all device components were replaced. The patient was doing well postoperatively and all explanted devices will not be returned as they were kept by the medical facility.